Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device which identified the distal sheath was torn and separated from the proximal end of the sheath but the device remained in one piece. The reported torn material and failure to deploy were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Returned device analysis noted that the distal sheath was torn and separated from the proximal end of the sheath, but the device remained in 1 piece. No additional information requested.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during the procedure, the retracting sheath of the absolute pro stent delivery system tore off during use and the stent could not be deployed. No additional information was provided.